Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml, 3.084 mg/day, also reported as 16 mg/ml, 3mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and chronic low back pain. The patient's medical history also included chronic pain and sick sinus syndrome. It was reported that the patient started hearing a pump alarm on (B)(6) 2015. An active motor stall was noted in the pump log. The patient did not recently have magnetic resonance imaging (MRI). Multiple interrogations over 24 hours failed to indicate recovery. There were no patient symptoms. The pump was replaced on (B)(6) 2015, and the issue was resolved. The patient status was alive with no injury. The cause of the motor stall could not be immediately identified.